Manufacturer narrative:
The insulin pump motor error alarm during the occlusion test due to faulty fsr (gold). The pump passed the displacement, rewind, basic occlusion, prime and no delivery test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.